Event description:
(B)(4). It was reported that in-stent restenosis occurred. Clinical status assessment in (B)(6) 2008 indicated the patient¿s qualifying condition as ccs class I stable angina. In (B)(6) 2008, in-stent restenosis located in prox lad (cass12) with reference vessel diameter of 3.00mm, length of 20.0mm, and visually 90% stenosis was treated with a deployment of a 3.00x24mm taxus express2 stent, and post-dilatation. Pre-dilation was not done. Residual stenosis became visually 0% and timi-3 flow has been kept since pre-index procedure. The patient was discharged without complications the next day on plavix and bayaspirin. In (B)(6) 2012, patient presented due to restenosis on the proximal lad and was hospitalized. Coronary angiography was performed. In (B)(6) 2012, target lesion revascularization (tlr) was performed. The patient had no ischemic symptom at the event. The target lesion was located in the proximal lad with 90% stenosis and was 8 mm long with a reference vessel diameter of 2.75 mm. The lesion was treated with the use of unspecified cutting balloon and implantation of a non-bsc stent. Following post dilatation, the residual stenosis was 25%. Post procedure, the event was considered resolved and the patient was discharged. A 5-year follow-up was performed on (B)(6) 2013. The patient had no any anginal symptoms.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).